Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the lock line knot (material deformation) could not be determined. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
It was reported a triclip procedure was being performed to treat grade 4+ tricuspid regurgitation (tr). One clip was placed without issue. A second clip was advanced and positioned. During deployment, a knot formed in the lock line which was pulled into the clip system and could not be removed. The clip could not be unlocked to release and so the decision was made to deploy the clip and break down the handle to access the lock lines and remove the knot and then lock line. During opening the handle, the clip was noted to open on x-ray. The clip was pulled as close as possible to the steerable guide catheter (sgc) and the sgc and clip were pulled to the venous access point for cut-down removal by a vascular surgeon. The clip was successfully removed and the patient was noted as stable with remaining moderate tr the following day.